Event description:
It was reported to philips that the system gave an alert indicating a float table key was active at start up, which can impact booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in the clinical use at the time of event occurrence. The philips remote service engineer (rse) verified remotely that the system triggered an alert indicating floattabletopkey was enabled during panhandle ui startup. The philips field service engineer (fse) inspected the system onsite and found that the pan handle spring occasionally fails to operate, and the switch sometimes gets stuck instead of returning to its normal position after being pressed. The fse replaced pan handle and returned to philips for further analysis, confirming the failure was caused by defective button, joystick, handle, and switch. Additionally, paint damage from usage was also identified. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.